Event description:
It was reported a patient had a interventional procedure and an angio-seal was selected for closure via the right common femoral artery. The physician had difficulty inserting the guidewire and it became stuck. The needle was removed and manual compression had to be performed to control the bleeding. After the bleeding was controlled, the physician then re-punctured the artery with no further issues. A pre-insertion angiogram was then performed and the angio-seal was placed with no difficulty and the patient was taken to recovery. After fifteen minutes in recovery, the patient had ventricular fibrillation and became hypotensive. A CT scan was immediately performed and a retroperitoneal bleed was confirmed. The patient was taken to surgery the following day, where bleeding was found where the angio-seal was placed. Also found at the same location was a dissected blood vessel. The artery was then reconstructed and the patient was taken to intensive care for further monitoring post surgery. The patient was reportedly taken for a second surgery (date unknown) for a bowel obstruction. The patient was reported to be recovering in intensive care at this time.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.